Event description:
It was reported the loop wire of this polypectomy snare broke and detached in the rectum while attempting to remove a polyp. Another snare was used to successfully retrieve the detached segment as well as complete the procedure. There were no pt complication involved. The device was received, evaluated and retained by this MFR. The snare loop as well as the loop coupling had detached from the device's inner cable and was not returned for evaluation.